Event description:
It was reported that the patient¿s ilet insulin pump sustained physical damage when the user cracked the lcd screen while playing outside, rendering the device inoperable and turned off; a replacement device was arranged and education was provided on shutdown, data sync to the mobile app, return logistics, and the need to complete the full startup process on the replacement. Symptoms included hyperglycemia with a reported peak blood glucose of 299 mg/dl and elevated readings persisting for the day, without ketone testing and without acute sequelae. Outcomes included the use of backup therapy with insulin injections and no medical intervention or hospitalization. Investigation included complaint intake, troubleshooting, and user education. Investigation of this device revealed external physical damage to the display component consistent with screen breakage, leading to loss of pump function without alerts. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.